Event description:
The following has been reported: biomed reported: "ticket stated "pump not loading". Cleaned and ran test infusion. No alarms. Patient status unknown". A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No pump was returned; therefore the complaint could not be confirmed or refuted. An internal investigation has been opened to investigate the reported issue. Per the preliminary technical failure summary, the customer was able to clean the av pins and run a test infusion with no errors. The pump was returned to customer use. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. Correction to initial MDR: the initial MDR incorrectly had lvp-004 in the model # and catalog # section d4. These numbers have been corrected in this submission.